Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was not visually observed in the dialysate. Test strips were not used to confirm and the machine alarmed. Estimated blood loss was 150cc. The patient had no adverse effects. The patient did not complete treatment. Sample is available.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.